Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia the prior day with a blood glucose (bg) level reaching 340 mg/dl after forgetting to meal announce. The patient subsequently meal announced and the ilet system resumed automated dosing, which brought the bg down. No hospitalization, external medical intervention, or long-term health effects were reported.